Event description:
It was reported that shaft break occurred. During unpacking of a 5.0x120x90-hybrid sterling balloon catheter, it was noted that the device snapped off and was immediately discarded. The procedure was completed with another of the same device. No patient complications were reported.